Event description:
Upon opening the crosslink implant system, the double wrapping that covered the implants to keep them sterile was discovered to be unsterile (a hole in the double wrapping). Md decided to delay the case for patient safety for 1.5 hours and waited for the implants to be resterilized with a biological indicator.